Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets were not detected on bus. A field service engineer checked and deployed firewall rules and rebooted, but the issue was not resolved. The fse opened another service record, then confirmed that the issue had been resolved by the customer and verified the customer was able to access medications. The system functioned as intended after the customer resolved the issue. E1. Initial reporter facility name - (B)(6) hospital.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was able to open but failed to open the lid of medication and also notified that the device was not detected on the communication bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting in a delay in dispensing medication. There were no adverse events or injuries reported based on this event.